Manufacturer narrative:
D.3. Medical device type: jka. H.6. Investigation summary: material #: 367364. Lot/batch #: 2109681. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for side-pierced sleeve with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of side-pierced sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve of one wingset was not on correctly and the needle was exposed. There was no patient impact reported. The following information was provided by the initial reporter: "the customer found that the sleeve was not on straight and the np needle was exposed before usage."